Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during meniscal repair surgery, after deployment of t1 of the fast fix 360, the t2 deployed prematurely. The t1 was removed from patient. A backup device was available to complete the procedure with no delay or other complications.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned out of the original packaging. The anchors were not returned with the device. A piece of the suture was returned cut from the anchors. No visible damage to the device. The deployment needle was in the t1 pre-deployment position. A functional evaluation revealed the device functioned as expected. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.